Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 24 years earlier, a 27mm masters valve was implanted. In early (B)(6) 2024, the patient presented with signs of heart failure and elevated lactate dehydrogenase (ldh) levels. An echo was performed and showed the presence of paravalvular leak (pvl), but the patient was discharged. On (B)(6) 2025, the patient was readmitted for complaints of heart failure. On (B)(6) 2025, a reoperation was performed. The patient is stable.

Manufacturer narrative:
An event of paravalvular leak (pvl), heart failure and elevated lactate dehydrogenase (ldh) levels after 24 years of masters valve implant was reported. A reoperation was performed and the valve was explanted. The valve was returned to abbott and the investigation found no anomalies. The valve was sent for functional testing at the engineering test lab. Hydrodynamic examination indicated the valve met specification. Information from field indicated that the pvl was believed to be due to patient-related factors. However, the exact cause could not be determined. The reported heart failure and cardiac enzyme elevation appear to be cascading effect of pvl. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.